Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type; catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain and non-malignant pain. On (B)(6) 2019 the patient¿s friend/family member reported that the patient was in the hospital because the pump came lose and was moving around. Per the reporter, this had happened 2 times since it was implanted on (B)(4)2018. The patient first had to go back in mid-(B)(6) 2018 because the pump came loose. Then 3 months or so went by and it was loose again. They then went back and fastened it in april or may of 2019. Now for the last 2 months it was loose again. The patient¿s hcp (healthcare professional) had been keeping an eye on it and had been doing x-rays when the patient had a refill. Per the re porter, every time it was upside down. The reporter stated, ¿we don¿t know if the catheter is getting wrapped around the pump and pinching it because the patient is going through total withdrawal and it¿s not giving her the medicine, we think¿. The medical procedure was going to be done today ((B)(6) 2019) or tomorrow ((B)(6) 2019). The reporter was calling because he wanted to make sure they had everything they needed in the surgery to fix whatever they found. No further complications have been reported as a result of this event.